Event description:
It was reported that an ilet pump sustained physical damage resulting in a cracked enclosure and a nonfunctional touchscreen, after which a replacement device was issued and the user was instructed on shutdown, data startup, return procedures, and continued cgm use. Symptoms included no adverse physiological effects and no change in blood glucose. Outcomes included no medical intervention, no hospitalization, and no interruption of therapy beyond device replacement. Investigation included review of customer communications and logistics records. Investigation of this case revealed a device mechanical damage issue affecting the user interface component, with no associated alerts or alarms and no impact on glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage and could not be fully confirmed without device return.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.